Event description:
At completion of colonoscopy the colonovideoscope was withdrawn and held with distal tip pointing to the ground. There was dark drainage dripping out of the distal tip. A thin black liquid was dripping freely out of the distal tip even when held up toward boom. The physician was able to flush till clear using the floor pedal. The water was sprayed out of the scope until it ran clear. The patient did not appear to have fluid on her or around her.